Event description:
Report received of an unrequested bolus dose delivery. The pump was received in the biomedical engineering department with an unsigned note on it which stated, "works without hitting the button." The report source was not able to track the pump to a patient or user for additional information. The programming of the pump and the medication being infused were unknown. No additional information was available.